Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a non endologix left limb extension. The initial implant date is unknown. The patient had a follow up ultra sound that showed a potential type 1b endoleak. The physician elected to complete an angiogram and identified two leaks in the left common and external iliac arteries. The physician elected to implant two ovation limb extensions to seal the distal leak. It was observed there was still a potential slow proximal type 3 endoleak remaining. The physician elected to monitor the patient and is planning to bring them in for a 30 day follow up. The patient is in stable condition.